Event description:
It was reported that the patient¿s blood glucose levels increased to 400¿mg/dl after approximately 24-36 hours of pod wear on the leg, despite administering correction boluses. The patient¿s parent was unable to confirm whether the cannula remained inserted into the skin during wear and suspected that it may have become dislodged, noting that the cannula was difficult to see through the viewing window and may have been bent. It was further reported that the skin at the infusion site sometimes becomes slightly red following pod removal but improves after applying alcohol. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.